Event description:
On (B)(6) 2026, patient received valve placement and experienced a pneumothorax. Radiological evidence confirmed a right-sided pneumothorax after ebv placement, for which a chest drain was subsequently inserted. Investigation is ongoing.

Event description:
On (B)(6) 2026, patient received valve placement and experienced a pneumothorax. Radiological evidence confirmed a right-sided pneumothorax after ebv placement, for which a chest drain was subsequently inserted. Resolution was (B)(6) 2026, the day that the chest tube was removed.